Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the caregiver inadvertently pulled several infusion sets off the inserter, leading to a delay in resuming insulin delivery and subsequent hyperglycemia, with a recorded blood glucose up to 300 mg/dl; replacement supplies were arranged and no device alerts or alarms occurred. Symptoms included elevated blood glucose and trace ketones, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of therapy and brief elevation of blood glucose outside target for about 30 minutes, without medical intervention or hospitalization. Investigation included product assessment through complaint intake and user education and troubleshooting. Investigation of this case revealed user handling error related to infusion set deployment or connection during the supply change. It was concluded that the event was attributable to use-related error with the infusion set and not to a device malfunction.